Event description:
Patient received a minor burn during the laser hair removal treatment and was treated with oral antibiotics by family physician.

Manufacturer narrative:
The laser equipment worked properly during the procedure. Manufacturer was not informed of any malfunction of the device. Operator did not follow the manufacturer recommendations provided in product labeling.